Event description:
The advocate stated she tested blood glucose using her contour meter and the customer's contour meter. The advocate's meter read 117 mg/dl, while the customer's meter read 267 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Troubleshooting of the customer's contour system showed it to be operating as designed. No product will be returning for eval.